Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI: (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 could not get different pressures between ambient and cell pressure. There was no patient involvement.